Event description:
It was reported that the handpiece would oscillate when in forward during testing; the device was running in the wrong mode. There was no pt involvement. There were no adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, the likely cause was due to the trigger magnet that fell out of the trigger. When this occurs the magnet can attach itself to the asic motor controller and effectively cause this condition.